Event description:
It was reported that during the farawave procedure for atrial fibrillation, the faradrive steerable sheath was inserted post transeptal access with versacross. The faradrive dilator was removed, aspirated and flushed with no issue. There were no sheath issues prior to the dilator removal. Bleed back was noticed when the dilator was removed, and farawave inserted. Air ingress through sheath valve during aspiration, and a fluid leak at the valve. It was not hooked up to flush because of air. The guidewire was just inside the farawave when it was inserted into the sheath. The sheath was exchanged for a new one. No patient complications occurred. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported sheath leak, visible air bubbles and blood in sheath were confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the outer valve. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of leak, visible air/bubbles and blood in sheath are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design. Boston scientifics investigation determined tears in the silicone of the hemostatic valve most likely caused the leaking observed clinically.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, the faradrive steerable sheath was inserted post transeptal access with versacross. The faradrive dilator was removed, aspirated and flushed with no issue. There were no sheath issues prior to the dilator removal. Bleed back was noticed when the dilator was removed, and farawave inserted. Air ingress through sheath valve during aspiration, and a fluid leak at the valve. It was not hooked up to flush because of air. The guidewire was just inside the farawave when it was inserted into the sheath. The sheath was exchanged for a new one. No patient complications occurred. The device was received for analysis.